Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for possible driveline debridement. The patient had ongoing purulent drainage that was currently growing staph aureus (same bacteria growing since 2019). The patient had undergone several rounds of doxycycline and was currently taking clindamycin for infection suppression. Computed tomography (CT) of the chest / abdomen / pelvis showed confluent prominent soft tissue seen extending along the driveline as it exited the peritoneal surface into the left rectus abdominis muscle. Tracking to the skin was most likely fluid collection or phlegmon along the line to the skin with associated cellulitis. The patient had the driveline debridement surgery on (B)(6) 2022. The patient did well post operatively and remained in the hospital until (B)(6) 2022 when his international normalized ratio (inr) was therapeutic. The patient was discharged home on ancef and rifampin for antibiotic therapy.

Manufacturer narrative:
The patient's 2019 infection is reported in MFR # 2916596-2019-05987. No further information was provided. The manufacturer is closing the file on this event.